Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse identified that there was issue with host pc. The fse replaced the host pc, reloaded the software, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.